Event description:
Failure code 570. The facilure was reported to have occurred during biomed testing. No record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.